Event description:
It was reported that a primary audible alarm occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent physical condition. Error history log review found a primary audible alarm. Occlusion test was performed, however the reported event could not be duplicated. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: performed power up process and all the functional test passed. A corrective and preventative action has been opened to address the reported issue.